Event description:
In 1999, pt rec'd an angio-seal device in the right leg after a left heart procedure. Pt experienced pain in the leg. A femoral arteriogram was performed on 10/21/1999, which revealed a plasma thromboplastin antecedent (pta) requiring angioplasty. It was reported that the physician performing the angioplasty did not believe the event was related to the angio-seal device, but was probably related to dislodged plaque or a clot. The pt is reportedly doing well.